Event description:
It was reported that the insulin pump¿s cartridge was leaking insulin, with images showing the cartridge not holding insulin and the plunger not protruding through the bottom as expected after a supply change, and no occlusion alerts occurred. Customer service provided troubleshooting and education with photo review. Investigation of this case revealed evidence of a leaking cartridge and improper plunger engagement. Symptoms included no reported adverse clinical effects. Outcomes included no reported impact on health or medical intervention. It was concluded that the event was related to a cartridge malfunction potentially associated with cartridge integrity or fit, and the user was advised to contact the distributor regarding a full box of leaking cartridges.